Event description:
Information was received that the modes for 'auto' and 'manual' on a smiths medical pneupac vr1 ventilator "keep slipping back to manual". No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in good condition. The device was powered on with a 50 psi connection. The momentary switch was manually turned to auto and it was found that the switch retracted back to manual. Based on the investigation, the complaint allegation was confirmed. Once the switch valve was replaced, the device passed all functional tests. The problem source for the complaint was noted as "wear and tear".